Event description:
The customer called and reported the buttons on the insulin pump were not working properly and the pump alarmed with a button error. Customer's blood glucose was 205 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent response of the act button, due to moisture damage on the keypad trace. No button error alarm was noted. The device was received with a cracked reservoir tube lip and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.